Manufacturer narrative:
The facility reported employees developed exposure symptoms from rapicide pa high level disinfectant (hld) that leaked from their advantage plus automated endoscope reprocessor (aer). The facility reported the aer had a leak they could not locate. They reported hld ran onto the floor, then cleaned up with towels which were the placed in the dirty laundry hamper. After a couple hours, the employees reported a strong odor and noticed a haze in the room. One of the employees opened the hamper to find a thin cloud of fumes and reported the towels had some type of noticeable chemical breakdown. The facility used baking soda to neutralize the towels and chemical. Three employees reported symptoms of eye and throat irritation, nausea, headache and chest pain. The employees were sent to employee health and referred to ed for evaluation. They are reported to be fine. Medivators field service engineer arrived on site and repaired the leak. The machine was tested, and it ran within specification. The facility failed to follow the IFU and sds disposal instructions for rapicide pa hld. This complaint will continue to be monitored in the medivators complaint system.

Event description:
The facility reported employees developed exposure symptoms from rapicide pa high level disinfectant that leaked from their advantage plus automated endoscope reprocessor (aer).